Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 7/8/97. Iab was received intact for eval with balloon completely unfolded. Lab examination on returned item revealed no defects. Underwater leak testing chamber havinga mmgh back pressure to simulate pressure within aorta. Iab fully inflated and functioned normally when attached to system 90 iabp in lab. No alarms were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. Strips confirmed that balloon fully inflated and deflated statisfactorily at 80 and 160 bpm during lab iabp testing. Thus, lab examination revealed no defects in returned iab. Probable cause of difficulty: no leak was found in iab. It was not possible to determine cause for reported difficulty based on event description and examination.a false balloon leak (indicated by pump alarm) may be attributed to one or more of following: * pump detected condensationor blood within line (perhaps from a previous balloon leak). * there was a loose connection between pump and safety chamber. Checking these connections may have alleviated problem. * iab catheter kinked either within pt or outside pt. This kinking may have inhibited flow of gas into and out of balloon membrane during iabp causing pump to sense a loss of gas. * pump needed servicing.

Event description:
The iab leaked during insertion. The iab was removed and a second was inserted. Event complications: none from event reported 1/28/97. Pt's current status: unk reported 1/28/97.